Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer's mother complained that a coaguchek softclix lancet device no longer retracts and extends beyond the end cap. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer¿s material was returned for investigation. The issue of protruding lancets could not be confirmed. The lancing device could not be primed and released because the device was already disassembled, most likely by the customer. Usage marks and scratches could also be observed on the device. The lancet ejection arm was broken off, which underlined that the lancing device was disassembled by the customer. Such damage cannot occur during the production process but rather by the customer. The investigation with a microscope also showed that the guiding cam of the lancet holder was used up. Thus the guiding cam was not conducted correctly within the curve cam and the issue of protruding lancets could occur. This was caused by extensive use confirmed by several usage marks. The customer material meets the specification.